Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father of a customer reported via phone call that the insulin pump is going through batteries every 2 to 3 days and have received weak battery and battery out alarms. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the pump would need to be replaced and to monitor pump in the future relative to the battery changes.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the mother board and faulty component on the interface board. No battery out limit alarms, weak battery alarms or off no power without no battery indicator noted. The insulin pump had cracked battery tube threads and minor scratches on the lcd window.